Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the full height legacy drawer that was not detected on the bus. A field service engineer (fse) attempted to reseat the control board; however, no changes were observed. Based on the assessment that legacy drawers with bus issues require replacement, the fse replaced the full height legacy drawer with an enhanced drawer to restore functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple cubie pockets in drawer 6 failed due to duplicate address detection, resulting in a failed cubie drawer condition. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.